Event description:
It was reported that the health care professional (hcp) requested a review of device data to confirm device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered a shock. Which successfully converted the rhythm. Additionally, this device reached an elective replacement indicator (eri). Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.